Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The customer allegation was confirmed, potentially due to the downstream occlusion sensor. This was determined to be a reportable issue. Upon further investigation, it was found that the upstream occlusion seal was buckled. The downstream occlusion sensor was buckled(uso)seal. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the pump had a cassette sensor issue. The customer allegation was confirmed cassette sensor issue. Upon physical inspection, the upstream occlusion seal was found to be buckled. There was no patient involvement, and no patient injury was reported.